Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of the insulin pump had scratches and the buttons were sticking. The customer's blood glucose level as unknown. The customer reported that the insulin pump screen had discoloration and it was hard to read the screen. The insulin pump will not be returned for analysis.